Event description:
Tringali et al 2014 - endoscopic treatment of malignant gastric and duodenal strictures: a prospective, multicenter study. Van halsema et al 2018 (digital academic repository)- endoscopic treatment of stenoses and leaks in the gastrointestinal tract - the role of self-expandable metal stents - chapter 7 this prospective, observational, multicenter registry enrolled 108 patients who required palliative treatment for malignant gastric outlet obstruction between december 2009 and june 2011. Six hospitals in 5 countries participated in this trial, and approval was obtained from each site¿s ethics committee or institutional review board. Patients were not enrolled if they had a benign cause of stricture or obstruction, enteral ischemia, suspected or impending small-bowel perforation, coagulopathy, intraabdominal abscess or perforation, conditions that precluded endoscopic therapy, or strictures that did not allow passage of a guidewire or stent. Patients underwent placement of the evolution duodenal stent (cook ireland, limerick, ireland) in accordance with standard medical practice of the site, the investigator, and the device instructions for use. The evolution duodenal stent is an uncovered, self-expandable metal stent constructed from a single woven nitinol wire. The stent is manufactured in lengths of 6, 9, and 12 cm. All stents have a body diameter of 22 mm and a flare diameter of 27 mm at the proximal and distal ends. The stent introducer system accepts a 0.035-inch guidewire and is inserted through at least a 3.7-mm working channel of a therapeutic endoscope. The delivery handle facilitates single-handed stent deployment and recapture, if stent repositioning is needed during deployment. This complaint was opened to capture 2 cases x perforation. Country of origin of the complaint is unknown. This complaint was opened to conservatively address the potential this event occurred in the us.